Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be conducted since the lot number was not provided. No corrective actions can be established since it is necessary to retrieve the physical sample to perform a proper investigation and to confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The manufacturer will continue to monitor and trend relating complaints.

Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528135 visistat 35r (B)(4) was received used, opened without original package, lot # was not confirmed, stapler was received with remaining staples (staples in good condition: not misalignment). During visual inspection it was observed that the components looked well assembled, trigger component was pre-activated, no stuck staples in the tip of the cartridge. Functional inspection: stapler was activated for full activation cycle and one staple was released. Then stapler was activated according to indicating the IFU product "the trigger must be squeezed all the way in." Staples were loaded, closed & released without problems. Sample received did not confirm the defect reported by the customer "stuck in stapler." In addition, a functional inspection was performed to try to duplicate the reported defect with remaining staples. The device worked properly. Therefore, a corrective action is not required at this time.

Event description:
Complaint alleges: the staple got stuck, and did not come out from the stapler. As a result, a new visistat stapler was used. No patient injury reported.

Event description:
Complaint alleges: the staple got stuck, and did not come out from the stapler. As a result, a new visistat stapler was used. No patient injury reported.